Manufacturer narrative:
One vial of test strips was returned and showed no defect. The returned test strips were measured with the current test strip master lot # 286 321 80.the maximum difference between measurements with the same blood sample was 4 %. The returned customer material and retention material complies with specification.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 1.5 inr, retention meter and customer strips: 1.5 inr . Donor #2: retention meter and master lot strips: 2.5 inr , retention meter and customer strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 7:16 a.m. The meter result 6.4 inr, at 9:15 a.m. The laboratory result was 3.6 inr and at 2:15 p.m. The meter result was 5.4 inr. The customer's therapeutic range is 2.0 - 3.0 inr and tests once a week. It was noted that the customer 'pressed lightly on the finger'. There was no allegation that an adverse event occurred. Unrelated to the meter result, it was noted that the customer's mental health is, "not so good, has a different background". Relevant retention test strips (lot 334500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.